Event description:
It was confirmed that the patient's lead and generator were replaced on (B)(6) 2013 due to a lead break and eos. Per hospital policy, the explanted devices will not be returned. It was noted that the patient had two leads in the neck, one of which was fully removed and the other of which two thirds was removed. The patient's neurologist programmed the device while the patient was in the recovery room and told the patient's mother that the patient was doing fine. No other information has been provided.

Event description:
On (B)(6) 2013, it was reported that the patient's vns replacement surgery would be cancelled due to insurance issues. It was stated that the patient was experiencing a lot of seizures and the neurologist had not been able to get a reading on the patient's device during the last visit in (B)(6) 2013. The patient's mother believes the vns battery was depleted since (B)(6) 2012. While reviewing the patient's programming history, it was found that system diagnostics performed on (B)(6) 2007 show high impedance. Follow up with the neurologist found that he was unaware of the high impedance. The neurologist stated that he had last seen the patient in (B)(6) and had tried interrogating the device, but had not performed diagnostics. The physician was unable to interrogate the patient's device, because he believed it was at end of service. It was confirmed that the programming system was working successfully and he had no issues using it on other patients. The neurologist attributes the increased seizures to loss of therapy from the battery being depleted. There was no known patient manipulation or trauma. Per the physician, the patient has two seizure types that are distinct, yet it is hard to determine if they are truly different from each other. Both types increased. It was unknown what the relationship of the seizures was to pre-vns levels. X-rays of the patient had not been taken as of (B)(6) 2013; however, the neurologist stated that he would order them. X-rays have not been sent to the manufacturer. A review of the manufacturing records for the lead confirmed the lead met all final testing specifications prior to distribution. No other information has been provided.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.